Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis.

Event description:
It was reported that a patient enrolled in the (B)(4) registry had a band slippage 18 months after the band was implanted. The patient had been hospitalized with a food intolerance. After withdraw of the filling solution and aspiration, no motion was possible through the band. The band was explanted. There were no other reported patient complications.